Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report that the filter leaked was confirmed. The set was visually inspected and no anomalies were observed. Functional testing confirmed leaking from the air vent of the 0.2 micron filter. The root cause was not determined.

Manufacturer narrative:
Concomitant medical products: 3-way stopcock; neutron, therapy date unk. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leaky filter when infusing tpn thru a 3 way stopcock;no cracks noted at time of leak. The event occurred in the nicu. There was no report of patient harm.